Manufacturer narrative:
Zimmer biomet complaint (B)(4). Multiple MDR reports were filed for this event, please see associated reports: a 0001825034-2018-01242, 0001825034-2018-01241, 0001825034-2018-01244. Concomitant products: cat 192214 ¿ lot 277260 - vngd xp intlk fmrl lt; cat 195756 ¿ lot 468170 ¿ vgxp xp inlk pri tib tray; cat 195884 ¿ lot 074760 - vgxp xp e1 tib brg lm. Review of device history records found no deviations or anomalies. Products were not returned and no photos of the devices were provided; therefore, no evaluations could be conducted. The reported devices are used for treatment. The reported components were reviewed for compatibility with no issues noted. Without the opportunity to examine the complaint products, root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Clinical study 504 reported that, following a total knee arthroplasty procedure performed on (B)(6) 2014, the patient reported experiencing problems walking, problems performing usual activities, moderate pain,moderately painful to stand up, limping often extremely difficult to kneel, pain has moderately interfered with work, felt knee would give way often and housebound. This was reported during a 6 month follow up appointment. During a 1 year follow up appointment, the patient reported experiencing - problems walking, problems performing usual activities, moderate pain, limping often, extremely difficult to kneel, pain has moderately interfered with work, moderately difficult to shop. The procedure was performed on the left knee. The operative time was reported as 97 minutes, no additional information is available at this time. Updated january 30, 2018; patient satisfaction scores are being added. At 3 and 6 months follow-up visits patient was very satisfied; at one year follow-up patient was satisfied. Updated 08 feb 2018; nurse's assessment: pt had very mild to no pain at 3mo and a very satisfied/very happy rating , by 6mo and one year post op , pt satisfaction and adls decreased- walking <5 blocks, can only walk 5-15 min, moderate difficulty with household shopping, and pain increases to moderate continual with walking and stairs. These are not normal or expected findings.